Event description:
It was reported that the device was exhibiting post-paced t-wave oversensing on the ventricular channel via review of remote transmission. Patient presented in-clinic, and oversensing could not be reproduced. Recommended programming change was not made. Patient was asymptomatic and will return for follow-up.

Manufacturer narrative:
Not returned.